Event description:
According to the customer contact, on 3/27/2026 around 10pm, her mother fell due to the bed's faulty rail. Her mother was wedged between the bars, the bed and the floor. Paramedics arrived at 10:30pm, confirmed the rail was unsafe. Per the customer contact, they had no other option than to barricade her bed with furniture and multiple couch cushions.

Manufacturer narrative:
According to the customer contact, on 3/27/2026 around 10pm, her mother fell due to the bed's faulty rail. Her mother was wedged between the bars, the bed and the floor. Paramedics arrived at 10:30pm, confirmed the rail was unsafe. Per the customer contact, they had no other option than to barricade her bed with furniture and multiple couch cushions. Her mother's physician assistant states she requires a clinatron bed due to severe wounds. Pictures submitted shows open wounds on side of the back. No additional information at this time. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.